Event description:
A nurse contacted baxter (B)(4) regarding a homechoice (hc) machine that was having an inaccurate fluid reading, while the home patient (hp) was connected during therapy in the initial drain. The initial drain triggered the alarm, and the hp stated that the drain volume (dv) displayed on the screen and was first 1800ml and then 1600ml. The volumes were decreasing instead of increasing. The hp stated that the hc would not start the first injection immediately, and would have to wait 2 hours before it would start. The initial drain alarm was programmed for 1400ml. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This complaint for an inaccurate fluid reading was not confirmed and the root cause could not be determined. The homechoice (hc) cycler was returned to baxter following the customer reported issue of decreasing drain volumes displayed. A device history was conducted and no issues were found related to the inaccurate fluid reading in the logs during the manufacture of the lot or serial number. A service history review was performed and previous service events weren't related to reported issue. An event history log review was performed and no issues were noted to confirm the reported problem.